Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the physician was performing a visceral angiogram with intervention via left common femoral access. A 5fr pinnacle sheath was used during the procedure. An angiogram was performed of the left common femoral artery (cfa) prior to closure. The access was in the common femoral artery (cfa), minimal disease present, and a vessel size of greater than 5mm. A 6fr angio-seal was opened for closure. The physician located the arteriotomy and connected the angio-seal sheath with the device, however when she went to retract the device for deployment, the angio-seal device and sheath would not retract out of the artery. The physician had appropriate tension on the device, so it was determined that the angio-seal experienced a suture lock-up malfunction. The terumo territory manager instructed the physician on trouble shooting steps, and the angio-seal device was able to be successfully deployed. The physician performed an ultrasound of the vessel prior to cutting the suture below skin level, and visualized a correctly deployed angio-seal, with appropriate color doppler past the access site. The physician stated that she had no issue gaining access with the sheath nor with introducing the angio-seal. The patient remained stable throughout and the procedure was a success. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and fully rear locked. The carrier tube was found to have been cut within the latches. No other damage or issues were identified. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by deploying the component. The component was able to be deployed, and no issue was identified. The device was returned, and the carrier tube had been cut. The suture was undeployed and was able to be fully deployed through functional testing. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).